Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs result from the cobas e 801 analytical unit. Sample 1's initial result was 72 pg/ml, and the repeat result was 4.39 pg/ml. Sample 2's initial result on (B)(6) 2025 was 17 pg/ml, and the repeat result was < 3 pg/ml. Sample 3's initial result on (B)(6) 2025 was 58 pg/ml, and the repeat result on (B)(6) 2025 was 4.06 pg/ml. The physician questioned the initial results because they did not agree with the clinical status of the patients.

Manufacturer narrative:
The alarm trace report shows multiple sample short and sample clot detection alarms on the date of the event, which is consistent with a sample quality issue. A general reagent or analyzer problem was not present, as the qc was in range before the event. The investigation was unable to determine a direct root cause.